Event description:
On (B)(6) 2014, a mitral valve replacement (mvr) was performed and this 29 mm epic valve was implanted. Reportedly, the patient's posterior leaflet of mitral valve was preserved this time. Since (B)(6) 2017, mitral regurgitation (mr) has been observed. On (B)(6) 2017, a re-do mvr was performed and this valve was explanted. Upon explant, a tear was reported near the bottom of a2 position, which was medially located approximately 0.5 mm from the portion of its hinge. Furthermore, white tissue was found adhered to the stent post in the p2 position. Subsequently, a carpentier-edwards perimount magna ease mitral heart valve (size unknown) was implanted. The surgeon assumed that as the leaflet was torn at the thinner portion of the epic valve, this incident was likely to be caused by uneven thickness of the leaflets in this epic valve.

Manufacturer narrative:
The device was returned due to mitral regurgitation. Cusp 3 contained a tear; there was a flap of pannus on the outflow surface and over the free edges of cusps 2 and 3 at stent post 3. Focal areas of calcification were found on the sewing cuff near cusp 2. No acute inflammation was present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the regurgitation remains unknown.